Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, pacing failure was found. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found. (B)(4).